Event description:
An electronic portal imaging device malfunction was initially reported in 2006, where the device had trouble deploying to its full extension and service was called for repair. Service inspected the unit and noticed a crack along the welding on one side of the drive link, which is attached to the detector screen. Customer was instructed to no longer use the electronic portal imaging device and keep it in parked position until it was repaired. The machine was used for treatment which included gantry rotation while the device remained in the park position. Eight days later, while the gantry was rotated near 180 degrees, the detector screen suddenly deployed unintended. The incident took place during patient setup. The patient was lying on top of the treatment table during this event, but no injury was reported.

Manufacturer narrative:
H6: based on evaluation of information obtained thus far, root cause could not be determine. It is important to note that this is the first reported malfunction of this nature.